Event description:
At about 1 week after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 july 2024: lot 2343827: (B)(4) items manufactured and released on 01-dec-2023. Expiration date: 2028-11-19. No anomalies found related to the problem. To date, 76 items of the same lot have been sold without any similar reported event during the period of review.